Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump; device thrombosisadditional text: thrombus in inflow conduit; thrombus in inflow conduit and aortic valvespecific component(s) involved: inflow graft malfunction/malpositionadditional text: thrombus in inflow conduitother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of inflow graft; replacement of pump; other interventions, specifyother intervention : thrombus removed from aortic valveimplant device type: lvadmalfunction device type: